Manufacturer narrative:
Submit date: 11/18/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a hypodermic needle. The customer states the needles are flimsy and loose and don't screw on to the syringe. A nurse was stuck with a needle when placing the needle in the sharps container after an immunization. There was lab testing performed; however, there was no follow up testing or medical intervention required.